Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The pump was reset with information provided by technical support, who assisted the caller in the process. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.